Event description:
It was reported to philips that the device cannot complete the self check because the therapy delivery test failed. There was no reported patient involvement/adverse patient impact.